Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: the device was retuned for analysis loaded into a non-medtronic introducer sheath. A kink was noted on the shaft of the device appro ximately 29 cm distal to the strain relief. A tortional kink was noted approximately 48 cm to 49 cm distal to the strain relief with exposed braiding visible. It was not possible to remove the sherpa device from the introducer sheath due to the tortional kink. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure one 6f sherpa guide catheter was kinked. The catheter was kinked due to tortuous anatomy. The lesion being treated was severely tortuous. The device was replaced. The patient is described as fine. No patient complications have been reported as a result of this event.